Event description:
It was observed during inspection of the device, the video system center connection with the scope is not working. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Broken lock lever on the video connector was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the reported issue was attributed to a deformed video connector. The cause of the deformed video connector was not established. Olympus will continue to monitor field performance for this device.